Manufacturer narrative:
Evaluation cannot be performed due to light cable not being returned. Possible root cause for failure may be attributed to the defective connection point between the light cable and the scope's adapter. Updated section e4 to yes. Updated section h10 with uf/importer report # (B)(4). This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported during a myomectomy (case data unknown), the light cord became disconnected from the scop while in use, dropped onto the drapes caused a small burn on the drape however, the patient was unharmed.